Event description:
It was reported that customer experienced broken pump screen, and touchscreen became unresponsive and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned for evaluation, device was confirmed to start, charge, and connect to computer, and distributor initiated process for replacement pump to be provided.